Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Maquet gmbh requested the product in question for further investigation in the laboratory of the manufacturer on 2020-01-14. Sample received on 2020-01-29. The hls module was investigated in the laboratory on 2020-02-14. Results: during visual inspection no defects were discovered. A leak test according to lv 201 was performed without any abnormalities. The hls module was attached to a cardiohelp and all pressure values were normal. Thus the failure could not be confirmed. No root cause could be determined. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
After starting therapy very high pint pressure occurred >150mmhg. They replaced the set and connected the set again on a different device and problem still existed. Very experienced centre. Patient was done no harm. Complaint ID: (B)(4).